Event description:
Patient is on impella 5.5. Rn noticed a leak of purge fluid by the red impella plug and alarming "purge flow decreasing". There was a leak in the tubing at the connector and the cardiology team at the time decided not to change out the tubing knowing there was a pump failure risk. They decided they would change it out 6 days later, but on day 5 it failed anyway. Patient received a new impella in the operating room that night of day 5. The old impella had a clot and a substance like a d5 that could harden. Instead of sequestering the pump, the pump was immediately given to the rep in the middle of the night so the solution would not harden, and they could identify the problem. In the post-op period, the patient was discovered to have had an embolic stroke. He did not have appreciable recovery from the stroke and after a few days the impella was turned off and a day later the patient passed away. When the stroke was discovered, the team managing the patient was considering it a perioperative complication in the setting of his heparin induced thrombocytopenia. We were not classifying it as a device related stroke/death at that time. But if you take into consideration that the pump replacement was an end result of the initial leak in the purge tubing, then you can say there is a possibility that the device failure may have contributed to the ultimate outcome. It was discussed amongst care team and mutually agreed that the safest thing to do would be to report the incident.